Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead replacement surgery on (B)(6) 2019 (please see related manufacturer reference number: 1627487-2019-12185 and 1627487-2019-12186), the physician placed the new leads at left l4 and left s1. By doing this, the physician accidentally displaced the patient¿s right s1 lead. To address the issue, the physician opted to explant the displaced s1 lead and implant a new lead.